Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). The customer consumed glucose tablets and temporarily suspended pump therapy to address bg levels. Reportedly, the customer's health care provider adjusted the pump basal settings and they have not experienced low bg levels again.